Manufacturer narrative:
(B)(4). Date sent: 3/15/2023. D4 batch #: x9594c investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was connected to the generator and it was recognized. However, during the functional test, the knife could not be cut. No issues were noted with the opening and closing of the jaws. Upon visual inspection of the device, it was observed that the knife was bent. A manufacturing record evaluation was performed for the finished device batch x9594c, and no non-conformances were identified. As part of the quality process, all device are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy the shears got stuck, locked the mandible and did not open. We tried to clean it and even open it with the scalpel blade, but it was not possible. It required replacement by another device. The procedure was completed successfully. There were no patient consequences.